Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the battery lights will not come on.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that a connector was unplugged causing the lights not to illuminate, which confirmed the original complaint issue. The following fields were updated accordingly.

Event description:
Dealer states the battery lights will not come on.